Manufacturer narrative:
No evaluation possible. The instruments have not been returned for evaluation nor has the identifying lot number been provided. Upon the receipt of additional information and/or the product in question, a follow-up report will be submitted.

Event description:
Surgeon was removing a screw and the tips of both arsenal screw drivers sheared off. The case was successfully completed. No patient harm.